Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Na.

Event description:
It was reported on 23 july 2025 that the patient presented with grade 3 mitral regurgitation (mr) for a mitraclip procedure. During the preparation, steerable guide catheter(sgc) was unable to hold column while testing water column. The sgc was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.